Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual examination was performed, and the following was observed: the sheath liner was fully expanded as designed. The sheath distal tip torn radially and axially. All score lines (axial, radial, angled) are present. There was soft tip and hdpe stretching noted near the distal tip tear. Scratches on the distal shaft. Imagery was provided for review. The sheath distal tip torn radially and axially, not along the score lines, and visible stretching along the torn region. 3mensio imagery revealed presence of tortuosity in the patients right access vessel. No notable calcification observed. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported difficulty advancing through sheath and sheath does not expand were confirmed based on the evaluation of the returned device and provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and or by manufacturing process variation during tecoflex trimming step leading to hdpe damage, as documented in the existing evaluation. Additionally, patient or procedural factors such as challenging anatomy or non-coaxial advancement angles may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. A definitive root cause is unable to be determined at this time, patient factors such as tortuosity and calcification could have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 29mm sapien 3 ultra resilia valve. The physicians said after the case it was difficult to advance the 29mm commander delivery system and valve through the tip of the 16f esheath plus. The doctor was concerned with how the tip of the sheath split. The delivery system and sheath were removed from the body with no issues. No harm was done to the patient, and there were no procedural complications. Per images received, the distal tip was torn not split.